Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging when the subject meter was connected to charge using wall adapter, the meter displayed a message that it was connected to pc. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.